Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement per physician's preference. However, the physician was not sure whether the ipg was defective. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement per physician's preference. However, the physician was not sure whether the ipg was defective. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent an ipg replacement per physician's preference. However, the physician was not sure whether the ipg was defective. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate per day which is within the expected range. Device exhibits normal charging and discharging characteristics.